Event description:
Additional information was received from rep stating the issue of device being depleted is resolved and the replacement of recharger antenna resolved the issues of "connection with device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 37612, serial# (B)(6), implant date: (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that caller reports that the equipment is messed up and it doesn't charge anymore. The caller reported bare wires on the antenna. The caller reported that the recharger will not make a connection with the device anymore. The caller did not know when this began. Sent email to repair to request a replacement antenna. Med rep said they were uncertain when the patient successfully charged the device would be around 1-2 months back. No symptoms reported.